Event description:
It was reported that during a post-operative bandage removal, a circular burn mark was detected on the pt. Further, the account is not sure which product may have been the cause of the burn mark.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed. Two units were implicated in the event, please refer to medwatch report number 2648666-2011-00334 for details on the other unit.